Manufacturer narrative:
A probe sample was returned for evaluation. The final product lot was identified. A device history record review for the probe's lot was conducted. No anomalies were found during the device history record review. The product was released based on the product¿s acceptance criteria. The probe sample was visually inspected and was deemed conforming. The needle outer diameter was measured at three locations and found to be conforming. The probe needle was fit tested for function into a several conforming trocars and was deemed conforming. There is a sight resistance at the distal tip end prior to the port opening and then the probe has a smooth entry into the remaining length of the needle. The sample evaluation does not confirm the returned probe was not able to fit through a trocar. The probe needle dimensions were to specification and the probe was able to enter several test trocars. During the functional testing there was slight resistance to entry to conforming trocars, however the probe met all dimensional specification. The reason for why the customer could not get the probe to enter the trocar cannot be determined from this evaluation although the customer may have experienced the resistance and stopped the entry and this may be the cause of the reported event. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported that the probe cutter would not go through the trocar valve cannula during an eye e surgery. To resolve the issue the surgeon took another trocar valve and the same thing occurred. The probe was replaced , primed, and the procedure was completed. Additional information and product sample have been requested for this report. This is the second of two reports for the same event. This report is for the probe cutter.